Manufacturer narrative:
The insulin pump was received with blank display. The problem isolated. No beeping alarms or white line at the display was noted. The pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 5.5 mmol/l. The customer stated that her pump was dropped from her pocket and it was beeping. The pump screen showed white lines. The customer reported missing segments during self-test. The insulin pump will be returned for analysis.